Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional components involved in the event: product family: drg lead, model: mn10450-90a, UDI: (B)(4),batch: ab2440. Dat of event is estimated.

Event description:
It was reported one of the patients leads was fractured. The fracture was confirmed via x-ray imaging. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Investigation did not determine which lead was fractured.